Event description:
The spike broke off while inserting into the IV bag. This was being done by an experienced health care provider. There were 5 events on the same day and all with the same lot number so only one report will be filed.